Event description:
During product evaluation, the returned implant appears to be a 3rd party implant. The implant appears to be an espe implant. Follow up with customer confirmed that the implant was not a zimvie product and was sent to zimvie by mistake. As a result, the prior submissions for MFR-0001038806-2025-03360 submitted on november 24, 2025 is no longer considered a reportable event by zimvie and no further reports will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the unknown zimmer implant has been updated to an unknown espe implant. This supplemental report is being submitted as a retraction to the initial report MFR-0001038806-2025-03360. Product evaluation and additional information received from the customer confirms that the reported device is not manufactured by zimvie and zimvie does not have reporting responsibility for the updated device. Therefore, this event no longer meets the requirements for a reportable event and no further medwatch reports will be submitted by zimvie.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #13 was removed due to infection and bone loss around the implant. The implant was removed and the site was curetted.